Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began 1 week prior to contacting lfs, and she was unable to obtain blood glucose readings. The patient manages her diabetes with oral medication (metformin) and insulin (type not specified). As a result of the alleged issue, the patient reportedly ate less food and did not take her insulin. The patient claimed she started to feel ¿dizzy¿ 5 days after the alleged issue began. During the call, the cca walked the patient through a retest, and she successfully obtained a blood glucose reading of ¿251 mg/dl¿. After the patient obtained the reading, she stated she would treat herself with the correct dose of insulin as she knew the symptom was due to the meter issue. During troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The cca noted that the patient was able to turn the meter on when a new test strip was inserted but not when the power button was pressed. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.